Event description:
It was reported that on (B)(6)-2011 the patient underwent exploration of spinal fusion, cervical spine; removal of loose plate and screws, c5-c6; removal of loose bone graft, c5-c6; complete corpectomy, c6; interaoperative biplane fluoroscopy; local harvesting of cancellous autologous bone; insertion of bone osteoproformative material; complete discectomy, cervical 6-7; corpectomy cage from cervical 5 to cervical 7; re-exploration, anterior discectomy, neural decompresiion, cervical 5-6 fusion and allegedly sustained severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, paralysis, spasms and severe exuberant, ectopic bone formation. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: 1 . Exploration o f spinal fusion, cervical spine. 2. Removal of loose plate and screws, c5-c6. 3. Removal of loose bone graft, c5 - c6. 4. Complete corpectomy, c6 . 5. Intraoperative biplane fluoroscopy. 6. Local harvesting of cancellous autologous bone. 7. Insertion of bone osteopro formative material . 8. Complete discectomy, cervical 6 -7. 9. Corpectomy cage from c5 to c7. 10. Anterior plate fixation, c5 to c7. 11. Re-exploration, anterior discectomy, neural decompression, cervical 5-6. For pre-op diagnosis of: 1. Status post anterior cervical fusion, c5-c6 . 2. Pseudoarthrosis failed fusion, c5- c6. 3. Loose anterior fixation, c5-c6 . 4. Radiculopathy, cervical spine. 5. Degenerative joint and disk disease, cervical spine. 6 . Loose bone graft, cervical c5-c6 fusion. 7 . Chronic headache. 8. Chronic neck pain. 9 . Gait disturbance. Per-op notes: c5-6 vertebrae was identified and confirmed by intra-op fluoroscopy and the four screws along with degraded avascular crumbled plate was removed. There was no ability to use the residual c6 vertebral body for fixation, so that having been said, we focused our attention toward identification of the disk at 6-7, which was dissected independently as an independent procedure in preparation for the corp ectomy, so a complete discectomy and decortication of the superior endplate of 7 was performed. Adequate relief for c6 and c7 roots were achieved. After that, peek corpectomy cage was inserted after being filled with osteoproformative material and locally harvested cancellous bone at its center aspect, and then placed against the inferior aspect of cervical 5 and superior aspect of cervical 7. Once this was accomplished, a fixation plate was fixed on the anterior aspect of c5 using the same screw hoses but a much larger screw, with a 4.5 screw and a deeper screw. Then a 2-screw fixation was used distally in the anterior body, uni-cortical cancellous screw of cervical 7. No complications were reported.